Manufacturer narrative:
Lens model is unknown (esubmitter does not allow you to put unk). This product is not marketed in the us. (B)(4).

Event description:
The patient reached out to us regarding results after being implanted with a phakic iol 7 months ago. Patient indicated that there is a problem with the right eye. The patient stated "my doctor said, lens could not be centered, he tried 2 times. But still there is same problem." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.